Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. It is also unknown if the customer experienced symptoms however, they self-treated with insulin (dose/type unspecified). It is unknown whether the customer had contact with a healthcare professional (hcp) and whether any third-party treatment was provided. Adc customer service attempted to contact the reporter/customer/hcp 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. It is also unknown if the customer experienced symptoms however, they self-treated with insulin (dose/type unspecified). It is unknown whether the customer had contact with a healthcare professional (hcp) and whether any third-party treatment was provided. Adc customer service attempted to contact the reporter/customer/hcp 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed with sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.